Event description:
Device issue: difficult to advance recovery catheter past stent. Time of device issue: during the procedure. Adverse event: intervention. It was reported that the xact stent was implanted in the left carotid bifurcation. After the xact stent was deployed, the filter wire moved to the vessel wall causing the recovery catheter to hit the edge of the stent upon advancement of the recovery catheter. The physician implanted a second xact stent in the mid common carotid artery to move the filter wire into the center of the vessel lumen allowing the recovery catheter to be advanced and capture the emboshield nav6 filtration element. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product used during the procedure was not returned which could have aided in the determination of the cause, however, this type of incident can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, and accessory device support. A review of manufacturing records did not produce any findings relevant to this report. Based on available information, a conclusive cause could not be determined, however, it does not indicate any product quality deficiency.